Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.